Manufacturer narrative:
Pump received with no act button response due to corroded keypad trace. Unable to verify for battery out of limit alarm anomaly due to no act button response. Unable to perform rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to no act button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip,cracked battery tube threads, missing end cap sticker and missing address serial label. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 267 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.